Event description:
While treating an aneurysm located in the right internal carotid artery (ica), the physician removed the guidewire from the microcatheter and found blue particles on the tip of the guidewire. The physician removed the microcatheter and finished the procedure successfully.

Manufacturer narrative:
Device manufacture date: unk as the batch/lot # was not provided.